Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a partial display. The insulin pump was not bumped or dropped. The anomaly persists after a battery change. The display had missing segments during the self-test. The customer¿s blood glucose level was 91 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm missing segments/partial display due to blank display. Unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.